Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple call service 128 motor post-delivery error alarms were observed. The battery compartment was undamaged and a test battery cap was used. The "ez-prime¿ steps were performed correctly and all current readings were within specifications. The alleged ¿short battery life¿ issue was unable to be duplicated. The pump cover was removed and no intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue; low battery warnings appear in the pump alarm history. Four battery changes were required within a 24-hour period. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.